Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting patient experiencing pain and instability. Radiographs and physical exam correlate with diagnosis. Cement came off easily from the femur implant. Tibia removed without difficulty. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown patella ¿ unknown part and lot unknown femoral ¿ unknown part and lot. Unknown tibial plate ¿ unknown part and lot. Unknown tibial bearing insert ¿ unknown part and lot. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately 3 years post implantation due to aseptic loosening, instability, and severe pain. During the revision, scar tissue, back side poly wear and easily removed implants were encountered. All products were removed and replaced with competitor product. Attempts to obtain additional information have been made; however, no more is available at this time.